Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2011 and an absorbable hemostat was used and then the patient was closed. Within eight hours, the patient had disseminated intravascular coagulation/dic with prolonged prothromin time/ptt. Initially the platelets and ptt were normal. The surgeon had to reoperate and reexplore the patient. There was no definitive site of bleeding. The surgeon evacuated 2000cc of blood. The patient was in the hospital for a week and is doing well. Additional information was requested.

Manufacturer narrative:
(B)(4). Disseminated intravascular coagulation. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.